Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer stated that they were using bsm-6701 and bsm-6501 models with oridion micropods. They were getting errors on the bedside devices, although the caller did not know the exact error message(s). Customer was to call back when one device was available to troubleshoot. Customer never called back. After multiple contact attempts, customer responded that the ticket could be closed as customer had figured out the issue. No details were provided. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: due to limited information provided, the root cause of the issue could not be determined.

Event description:
The customer reported that multiple bedside monitors (bsms) and multiple micropods (3rd party component) failed during patient use. The devices displayed a "multilink error" message. No consequence or impact to the patients were reported.

Manufacturer narrative:
The customer reported that multiple bedside monitors (bsms) and multiple micropods (3rd party component) failed during patient use. The devices displayed a "multilink error" message. No consequence or impact to the patients were reported. Per the customer, the issue was resolved by them. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following devices were being used in conjunction with the bsms: oridion micropods (3rd party component).

Event description:
The customer reported that multiple bedside monitors (bsms) and multiple micropods (3rd party component) failed during patient use. The devices displayed a "multilink error" message. No consequence or impact to the patients were reported.